Event description:
It was reported that noise was noted on the lead. At lead revision, externalized conductors were found via diagnostic imaging. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 8.9 to 11.5cm from the distal tip. The re lumen was breached and the re etfe insulation was breached in this location. Internal insulation abrasion was noted at 11.9 to 13.2cm from the distal tip. The re lumen was breached.